Manufacturer narrative:
A visual inspection was performed on the returned device. The reported needle to cuff miss was not confirmed. The proximal end of the sheath was kinked, stretched and torn at the guide junction. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It was noted that significant damage occurred to the sheath which is likely related to inadvertent manipulation of the device post procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention procedure with an 6f sheath. Reportedly, when the plunger was withdrawn, the suture was not present, as a cuff miss occurred. A new prostyle device was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. Returned device analysis determined that the proximal end of the sheath was kinked, stretched and torn at the guide junction. No additional information was provided.